Event description:
It was reported to resolve that a revision surgery is required for a patient after imaging showed screws backing out of a coda plate. The images that showed backout were taken seven months after the initial implantation. The screws were said to have backed out at the top and bottom of a three-level plate. It was also said that the locking mechanism of the plate appeared to be bent or broken. The date of the initial surgery and revision surgery are unknown.